Event description:
It was reported that during a demonstration, the control module rec'd l3-017 errors and the green code could be seen spinning in place.

Manufacturer narrative:
Information anticipated, but unavailable at this time.